Manufacturer narrative:
The investigation is in progress. A supplemental MDR will be filed as necessary in accordance when additional reportable information becomes available. A root cause has not been identified. (B)(4).

Event description:
A customer reported that there was fluid leaking from the cassette during a procedure. The cassette was exchanged, but the leakage persisted. The surgery was completed on the same day without harm to the patient.